Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide additional and updated information. The medical records provided indicate the patient experienced adhesions and erosion. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. The clinical course between the implant and explant date of the ventralex mesh is unknown at this time. Due to that and the fact that this is a patient with a history significant for multiple ventral hernia with multiple hernia repairs, it is unclear at this time if there was any actual mesh erosion as the medical records provided do no indicate it in the details. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with an umbilical hernia and underwent hernia repair with implant of a davol ventralex hernia patch. No operative details provided for this procedure. On (B)(6) 2013 - the patient was diagnosed with bowel mesh erosion and ventral hernia. The patient underwent a diagnostic laparoscopy, lysis of adhesions, exploratory laparotomy, partial omentectomy, small bowel resection, removal of ventralex mesh, fascial excisional debridement and multiple hernia repairs. Per operative details small bowel was identified "plastered" to the anterior abdominal wall. Small bowel was also encountered "plastered" to the mesh. This was unable to be taken down by laparoscopy, there felt safest for laparotomy.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: the patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product was implanted. The attorney alleges the patient pain, "pain and suffering," injury and disability.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the date of event for this file.